Event description:
Customer reported, the system displayed a generator shutdown error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and observed ma on in error messages in error log, a discolored electrical connector at the generator lvps and low voltage going to generator backplane. Replaced lvps and backplane (with lvps connector). Verified 5.05 vdc at generator pcbs. Verified proper system function.